Event description:
Reporter alleged due to the blood glucose monitoring device results; she was unable to be awakened and transported to the hosp by emergency medical technician (emts). Reporter stated her device result was 92 mg/dl and received fasting glucose from emt's; however did not indicate if the result was taken prior to the alleged incident or by the emts. Reporter stated a lab was perfomed with a result of 30 mg/dl twenty minutes later. Reporter indicated not being sure what was done to her at the hosp. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.